Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the fs libre reader, were reviewed and the dhrs showed the fs libre reader, passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the device "functions cycle without holding button." As a result, on (B)(6) 2022, the customer experienced altered breathing and speech and was provided an injection of glucagon by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the device "functions cycle without holding button." As a result, on (B)(6) 2022, the customer experienced altered breathing and speech and was provided an injection of glucagon by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Built in reader test performed and all tests passed, functions cycled normally. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.